Manufacturer narrative:
Follow-up # 1 (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the up arrow and down arrow keypad buttons have become intermittently unresponsive over the past 2 to 3 weeks. He noted that sometimes the buttons become stuck, and the display screen continues to scroll after the buttons have been released; other times the buttons require multiple hard presses to obtain a response. The patient stated that all keypad buttons still click and spring back when pressed. He confirmed that the keypad is intact; denied exposing the pump to water; and stated that he wears the pump clipped to his waist.